Event description:
The complainant reported that the physician was performing a mid-uretheral sling procedure in a female patient using a solyx single incision sling system. During the procedure, when the physician attempted to move the sling back a little bit, the mesh released from the introducer. The physician did not use the deployment mechanism, as he was not ready to deploy the sling. The physician then obtained another solyx single incision sling system and successfully completed the procedure. The complainant reported that there were no patient complications as a result of the procedure and that the patient's condition was "excellent."

Manufacturer narrative:
The device has been received for analysis, but the evaluation has not yet been completed. Upon completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B) (4).